Manufacturer narrative:
The edwards esheath was not returned to edwards for evaluation as there was no allegation of a device malfunction. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intraprocedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Physicians are extensively trained by edwards before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors not provided may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by out edwards affiliate in norway, a 26mm sapien 3 ultra valve was implanted in the aortic position via the transfemoral approach. After closing the access site, blood was observed 'oozing' from the incision. Pressure was applied for ten minutes, and protamine IV was given. Angiography revealed repealed flow in the femoralis. Ultrasound also showed a thrombus. A thrombendarectomy in the femoral communis, superficialis and profunda femoral arteries was performed. The event was resolved. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.

Event description:
Additional information received indicated the thrombosis and resulting surgical intervention was caused by a failure of the closure device and not the edwards esheath. Closure was attempted with angioseal and prostyle. The surgical repair was the result of the failure of the angioseal and accompanying thrombosis.

Manufacturer narrative:
Additional information: section b5, section h6. Edwards lifesciences has investigated the reported event. As previously reported, surgical intervention was required for access site bleeding and thrombosis. Additional information received indicated the adverse event was related to the failure of the closure devices. Based on this information, this event does not meet the criteria of a complaint or a reportable event.